Manufacturer narrative:
A zoll field service engineer (fse) went onsite to evaluate the device. When the unit was powered on, no alarms were present. A ventilation test was performed in attempt to duplicate the reported issue, allowing the device to run for an extended period of time with no alarms observed. The alarm history review showed the alarm present, and it was determined that this was caused by the photonic o2 sensor being out of calibration. The fse performed a 2-point calibration of the sensor and all tests passed successfully. Verification confirmed that all measured values are within specification and no alarms are present.

Event description:
Complainant reported a main complaint of o2 issue with the ventilator, as well as secondary report of potential alarms 278, 271, 151. Complainant reported no patient involvement.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.